Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet pump¿s display became unreadable while the touchscreen continued to function, and a replacement pump with a belt clip and case was provided. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse effects. Outcomes included continued use of the cgm with a phone or receiver and replacement of the device, with instructions to sync data, shut down the device, and return the original unit. Investigation included remote troubleshooting and replacement logistics. Investigation revealed a device display visibility malfunction associated with the pump¿s screen component, with no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the display subsystem.